Manufacturer narrative:
Multiple attempts were made to contact the customer to relay the information; however, the customer had not replied to the requests. The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had to resume insulin delivery to deliver a bolus. The customer looked in the pump history and did not see a "today" option and the day before did not show anything that would have stopped insulin delivery. On (B)(6) 2017, during follow-up, it was reported that the pump was properly delivering insulin. There was no reported impact to the customer's blood glucose level. On (B)(6) 2017, tandem customer technical support reviewed the pump data and found that an auto-off safety alarm sounded and had stopped insulin delivery.